Event description:
It was reported during an acl procedure, the flip cutter would not lock in the straight position when pressing the button. A second ar-1204as-95 was brought in and used to complete the procedure without further issue.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. Visual evaluation shows circumferential abrasion marks in the middle and distal tip of the shaft device, making the mechanism unable to function. Likely causes include hitting another object, prying and/or leveraging the device